Manufacturer narrative:
(B)(4). The homechoice device was operational and was not returned for evaluation. The product analysis lab (pal) confirmed the reported increased intra-peritoneal volume (iipv) based on the reported information. However, the assignable cause could not be determined. A review of the service history revealed no failures or problems that were the same as, or similar to, the current difficulty. There was no indication that the parts replaced during servicing caused or contributed to the reported difficulty. A review of the device service history revealed no issues that could have caused or contributed to the reported difficulty.

Event description:
The customer contacted global technical services (gts) regarding a high drain/call pd nurse alarm (indicates the patient drained greater than 200% of the maximum prescribed cycle fill volume, meeting increased intra-peritoneal volume (iipv) criteria), which occurred on the homechoice (hc) after use. The technical service representative (tsr) had the home patient (hp) press go to clear the alarm. The tsr reviewed the therapy log. The initial drain was equal to 1319ml, the last fill volume was equal to 999ml, the total fill volume was equal to 5511ml, the total drain volume was equal to 6930ml, and the total ultrafiltration (uf) was equal to 1318ml. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report. Product surveillance (ps) spoke with the registered nurse (rn) on (B)(4) 2012 regarding the reported alarm. The nurse was aware of the alarm. She stated that she believed the patient was not actually overfilled, and stated that the patient just has a high ultrafiltration volume when they use the red bags. She stated that the patient has been doing fine since then. There was no patient injury or medical intervention reported. No allegations were made against any baxter products.

Manufacturer narrative:
(B)(4). The device is not available at this time. Should additional information become available, a follow up MDR will be submitted.